Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 74002, lot # n236348, implanted: (B)(6) 2010, product type adapter; product ID 3887-45, lot # v000789, implanted: (B)(6) 2006, product type lead; product ID 3887-45, lot # j0537500v, implanted: (B)(6) 2006, product type lead; product ID 748925, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Event description:
It was reported that during an appointment to perform a physician mode recharge (pmr) it was noted that the patient had double guarded cathodes on electrodes 0-3 with amplitude at 8.0. It was stated that reprogramming was attempted to see if they could use less power by combining electrodes 4-7. It was stated that the patient could not feel anything with amplitudes turned up to 10.5. Impedances were checked and found to be >10000 on electrodes 4-7 when referenced to 0-3. It was noted that when referenced to 4-7, other electrodes on that lead were lower but 0-4 turned >10,000. It was noted that screen shots of impedance levels displayed on the clinician programmer screen were provided, as well as a session printout. It was noted that the patient said she ¿may have heard something in the past about the lead having some type of problem¿ at the last implantable pulse generator (ipg) swap but she wasn¿t sure. It was stated that the manufacturer¿s representative was able to obtain full coverage of the painful area using existing programming only.